Event description:
On (B)(6) 2024, it was reported by a facility representative via (B)(4) that an ar-6482 dw remote has an exposed wire. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.